Event description:
Anesthesia staff placed a combined spinal epidural. Spinal failed despite every indication that it should have worked. The backup epidural was tried but they couldn't inject through the epidural despite changing what they could: the connector. It turned out that the epidural catheter was not perforated at the patient end as it normally is which they learned upon removing the catheter after the procedure was completed. Manufacturer response: for combined spinal epidural catheter, portex (per site reporter). Left a voicemail with product complaint dept.

Event description:
Anesthesia staff placed a combined spinal epidural. Spinal failed despite every indication that it should have worked. The backup epidural was tried but they couldn't inject through the epidural despite changing what they could: the connector. [It turned out that the epidural catheter was not perforated at the patient end as it normally is which they learned upon removing the catheter after the procedure was completed.] Manufacturer response for combined spinal epidural catheter, portex (per site reporter): left a voicemail with product complaint dept.